Event description:
At follow-up noise was observed. It was noted that the patient had a road accident. As such, the lead was explanted.

Manufacturer narrative:
The noise was due to intermittent short circuit between the pacing and the sensing cable caused by damaged outer insulation, and blue insulation of the sensing cable at 32 cm from the lead tip. The insulations were abraded due to restricted movement and the flexibility of the lead. This can occur near the collarbone and the first rib.